Manufacturer narrative:
For the investigation the delivered photos and the extracts of the logfiles were analysed. According to the logfile entries the root cause for the described event was a faulty mixer cartridge. As specified the evita xl reacted by performing a warmstart. In this case an audible alarm would be posted by the device and when the warmstart occurs, the device will briefly power off and then back on. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. In the event of an unsuccessful warm start or in the event the device would stop ventilating, a continuous audible alarm would be activated and the emergency-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. An exchange of both valves within the mixer cartridge would solve the problem.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. A follow up report will be send as soon as possible.

Event description:
The customer reported that while the ventilator was connected to a patient, an alarm message was displayed on the screen which stated to manually ventilate the patient. No matter what mode the customer selected, the ventilator would not ventilate the patient at all. The staff disconnected the ventilator from the patient and manually ventilated the patient until another ventilator could be connected to the patient. No patient injury was reported.